Event description:
Pt had cervical spondylosis. Was undergoing a anterior microdiskectomy at c3-4, 4-5,5-6, 6-7 with allograft. Fusion at c3-4, 4-5,5-6, 6-7 and anterior instrumentation to c3 to c7. While dissecting at c5-6, there was copious bleeding from one of the veins surrounding the nerve root and most likely paralleling the other vertebral artery. This was first controlled with flow-seal and then later with cautery. A short time after placing the floseal, the pulse oximeter and the a-line on the right arm stopped working. After troubleshooting, it was determined there was an embolus in the right brachial artery. This required a right axillobrachial, radial, and ulnar thromboendarterectomy. The embolus was sent to pathology. The path report documented numberous microscopic, "nonbiregfingent," almost crystalline, fragments enmeshed in the clot which were most likely foreign bodies. It is believed that the foreign bodies were floseal. The patient was found to have a large patent foramen ovale. The pt also sustained multiple infarcts in the anterior, middle, and posterior cerebral arteries.